Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The hcp reported that patient had been having trouble with their device. They were having trouble getting the communicator to respond to the device. Also at times, they would recharge and initially get 30% charge then it would suddenly change to 100% charge even they had it combined for less than a minute. Patient denies significant pain but complained of frequency urgency symptoms as the device was not working. Patient has also reported they received the recharger replacement, and they to charged the night of (B)(6) 2023, but they were calling due to issue. Patient confirmed seeing: por reset detected please check battery level therapy has been turned off. Patient was successful to turn it back on. Patient confirmed seeing their usual setting and mybattery is at 40%. Patient wanted to troubleshoot their recharger as well. Initially when trying to charge patient saw: recha rger inactive 4100. Patient dismissed the code, then got: recharger is disconnected. Patient restarted the charger and got charging excellent connection maintain the charger position over the implant for 30 minutes but after several minutes patient said their connection fluctuated between passive recharge and excellent and good connections. Patient said they did not have much emi or metal in their environment. Patient said their implant area has a lot of scar tissue and recently the implant site hurts sometimes. Patient turned the volume down on the charger and moved to a different part of their house. Patient continued trying to recharge and their charging connection fluctuated between good and excellent and passive but patient could not see their ins battery percentage on the recharger app. Patient restarted the charger and handset again, but again saw passive mode screen again. Patient put pressure against the charger and described getting charging, excellent connection with no ins battery percentage numbers showing at all. Patient paused troubleshooting with the charger and tried to connect with the communicator /handset to check if they had made any progress ch arging during the troubleshooting however patient was not successful, they could not connect with the micromytherapy app and communicator, despite toggling the wifi off/ bluetooth and location off and back on and airplane mode on and back off. Patient said they have not had any other falls or medical procedures since like january and their charging issues started middle of april. Patient said they think their ins kind of moved over a little bit. The issue was not resolved through troubleshooting. Reviewed, since they have been trying for an hour, the equipment worked enough confirm 40% charged showed por and they were able to turn therapy back on, suggested to pause troubleshooting for the moment. Reviewed pss will send manufacturer representative an email about how hard patient tried to do all possible troubleshooting and could not resolve. Redirected patient to continue working with their doctor as well. The patient's relevant medical history included patient said after they got their interstim, their bladder symptoms of: urgency and going almost every 10-20 minutes were improved to every 3- 3.5 hours, but since the recharging issues started and since about 2 weeks ago or 3 weeks ago, it is every hour and they never had diarrhea as bad as now. Patient said the recharging issue started about 3.5 weeks ago and bladder problems 2 weeks ago, their last full good charge was april 6, their charging issues were apr 13. More information received, patient said, for the last month they had a problem with charging the ins, when they plugged it in, it would go from 60-100 in a minute flat they were told: it was a lapse in the charge screen. Later in the call when working with patient to check the recharger battery level screen which shows the recharger fullness, patient said, they may have mistaken the recharger battery information screen for the ins battery level screen, when they said it went from 60 to 100% in a minute flat. Patient said yesterday they got the beeping tones and thought that meant their ins battery was 100 percent. Patient said for the last month, or it's been a couple of weeks since they've been trying to recharge. Patient said, they charged at the office with the doctor the week before and they were told to go home and charge for 2 full hours and while charging at home got device not responding 5 times and passive mode and got device not responding with their communicator as well. Patient said they tried leaning forward and sometimes laid down but that did not improve the issue. Patient said they met with rep and doctor on wednesday ((B)(6) 2023) and during meeting the rep tried 4-5 of their own communicators and could not get them to work either they tried a towel between the recharger and their skin but that did not resolve the issue. On (B)(6) 2023 the rep called to follow-up on this case. The rep reviewed information that was sent to them. The caller indicated that the patient has continued to have difficulty charging with a new recharger that was sent. The caller reported that they do not think that the ins is too deep because they could feel the device in the pocket. The caller was not with the patient so troubleshooting was not completed. The caller asked about next steps to take with the patient. Tss reviewed potential pocket revision to attempt to resolve recharge coupling issue.

Event description:
Patient called back and repeated information regarding difficulty connecting and recharging implant and said has been waiting to receive a call from the rep. Patient said that the new equipment didn't resolve the issues. Patient also mentioned pain at ins site. Patient said that the pain started about 1.5 weeks ago, is intermittent and feels like a pulling and yet sometimes short shooting pain. Patient said that if they press on the ins site the pain goes away. Patient was redirected to schedule appointment at hcp office for medical assessment. Email was sent to field staff.

Manufacturer narrative:
Continuation of d10: product ID: tm90p01, serial# (B)(6), product type: accessory. Product ID: wr9220, serial# (B)(6), product type: recharger. Product ID: a52200, serial# unknown, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID a52200 . Product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient called back and reiterated the previously reported event. The patient stated on sunday, they felt like "something wasn't right" (they stated they went 5 times in an hour. The patient stated with the therapy on, they were usually only going once every 2 1/2 - 3 hours so they were thinking something was "up"). As a result, the patient went to connect with the communicator and got 'device not responding.' The patient stated they then switched gears and started charging the ins and initially got the 'high -low' of the open loop charging screen. The patient stated they then got a 'device not responding ' screen for the recharger. The patient swore that is what they saw and then they reported they got a 4101 service code that told them to contact their clinician. The patient stated at that point they switched gears again to try to connect to their ins with the communicator in the micro mytherapy application and they got a power on reset (por) screen and their therapy was off. The patient turned the therapy back on and the ins battery level showed it was at 40% charge. When they called patient services, the patient was in their micro mytherapy application and confirmed seeing the ins was at 40% charge. Patient services had the patient switch back to charging the ins with the recharger and it briefly showed in the recharger application the ins was at 30% charge and then the screen showed the recharger was searching and then it showed the ins was at 100% and fully charged. The patient confirmed they were looking at the ins battery information and not the recharger battery information. The recharger then went inactive. Patient services had the patient go back to the micro mytherapy application and the patient connected to see the ins battery was at 60% charge. The patient then switched back to charging the ins and it again showed 100% charge. They then went back to the micro mytherapy application and it showed the ins was at 50% charge. The patient attempted to charge the ins again and once more it showed 100%. They then switched to the micro mythearpy application and got 'device not responding' and when they finally connected, they received another por. The troubleshooting steps taken on the call did not resolve the reported issue. The patient was redirected back to their managing health care provider (hcp) to check the ins battery. The patient stated they were going to follow up with their hcp about the issue. Patient services wanted to noted that the patient did confirm they were getting good symptom relief when the therapy was on .